Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, and minor scratches on the lcd window. Please see medwatch 3004209178-2014-94010 in regards to the same insulin pump.

Event description:
It was reported that the customer's blood glucose was 600 mg/dl and she was unable to remove the battery cap on the insulin pump. The customer was advised to attempt removal of the battery cap with a screwdriver, which she had already tried and did not work. Troubleshooting was declined for high blood glucose and the customer stated she did not maintain a good diet and was on steroids, causing the high blood glucose. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.